Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Prominent acetabular component causing anterior psoas irritation or impingement.

Manufacturer narrative:
An event regarding acetabular component causing anterior psoas irritation or impingement involving a trident shell was reported. A medical review confirmed shell malposition. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant noted: the cup has correct inclination but the superior cup rim is protruding into the joint space with some 1-cm as caused by somewhat superficial cup position. On the lateral view, the cup is seen to have some 6° version mismatch with the acetabular bone plane while also on the lateral view the cup with insert is seen to protrude with some 1-cm into the joint space.[...] The patient symptoms were documented by the surgeon as being caused by psoas impingement. This is consistent with all facts and findings as reported through presence of iliopsoas (ip) impingement between anterior rim of cup and the psoas tendon. This clinical entity carries several names such as ip impingement, ip tendinitis, ip bursitis, psoas pain, psoas irritation or otherwise but they all point to the same underlying mechanism of pathology. The complaint localization is consistent with the problem while the test mentioned with pain against flexion of the hip is quite typical for the problem reported. The problem here is that patient¿s psoas tendon is rubbing across the anterior/superior aspect of the acetabular component when it is not properly covered with bone. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded : superficial cup placement in low anteversion together with present mild hip dysplasia has lead to a protruding anterior cup rim causing iliopsoas impingement with anterolateral groin pain at 2-years post implantation. Further information such as return of device, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Prominent acetabular component causing anterior psoas irritation or impingement.